Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the subject died. In (B)(6) 2018, the subject was referred for cardiac catheterization. Target lesion #1 was located in the second obtuse marginal (om) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.00mm. Target lesion # 1 was treated with pre-dilatation and placement of a 3.00 x 16mm study stent with 0% residual stenosis. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject was transferred from a rehabilitation institute to the hospital for change in mental status associated with fever and chills. Upon arrival to emergency room, the subject was found to be hypotensive and was started on pressors. The subject was also diagnosed with septic shock, end stage renal disease on hemodialysis, possible pneumonia and elevated troponin and hospitalized on the same day. The subject was started on vancomycin, meropenem and levaquin. The subject was also treated with antibiotics and critical care was consulted. Nephrology was consulted to arrange in-hospital dialysis. Four days later, the subject underwent left heart catheterization which revealed that the study stent is patent. The subject underwent tee with no complications noted but complained of general musculoskeletal discomfort particularly to left upper extremity. Eleven days later, the subject had a cardiac event of ventricular fibrillation at the peak and rate of 200 bpm per lifevest strips. The subject received shock treatment and the heart rate was decreased to appropriate range. Cardiology was consulted due to possible life-vest shock and electrocardiogram revealed sinus rhythm with premature ventricular contractions. During hospitalization, the subject had severe sepsis, mitral valve vegetation, endocarditis, severe heart failure, generalized weakness with debility, and went into cardiopulmonary arrest. Eight days later, the subject died. Cause of death was sepsis, endocarditis and septic shock.